Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation as it was retained by the hospital. The drill bit broke during predrill or the last or four total 2.5mmscrews. The other three screws had already been inserted. Both the sales representative and the surgeon believed the drill bit may have hit another screw during predrill for the fourth and final screw. The surgeon decided to leave the broken tip implanted and not insert the final screw. The exact cause of the reported issue could not be determined.

Event description:
It was reported that the drill bit broke in the bone of the left tibia. The broken piece was retained in the patient.